Event description:
Hcp reported the pump had fluid around it and the catheter site and they thought the original site might be infected. The pump was replaced and returned to the manufacturer for analysis. The patient was reported to have done well after the replacement and is still doing fine. A follow up report will be sent when additional information is received.